Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. The application of an off-axis force to the hemostatic sheath has been known to cause kinking. The source of this off-axis force is unknown. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the tip of the sheath was already kinked when the angio-seal poly-foil pouch was opened. The angio-seal device was not used and another angio-seal device was used to continue the procedure. Hemostasis was achieved by the second angioseal. There was no health damage to the patient. Additional information was received on 4/25/18. The procedure that was performed was a percutaneous coronary intervention. A 7fr. Procedure sheath was used. A pre deployment angiogram was performed.